Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle twisted into the safety shield during use, making it difficult to tell if the doses were correctly injected and requiring a new needle to finish the procedure. The following information was provided by the initial reporter, translated from (B)(6) to english: issue twice with safety needles with double self locking system for pen injector. The second time, the needle got twisted into the safety feature, therefore after 10 uses, the pen got blocked and it's impossible to keep doing the injection. The issue is that I don't know if the 10 uses were really injected, so I had to prick again the patient with a new needle to finish the injection.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle twisted into the safety shield during use, making it difficult to tell if the doses were correctly injected and requiring a new needle to finish the procedure. The following information was provided by the initial reporter, translated from french to english: issue twice with safety needles with double self locking system for pen injector. The second time, the needle got twisted into the safety feature, therefore after 10 uses, the pen got blocked and it's impossible to keep doing the injection. The issue is that I don't know if the 10 uses were really injected, so I had to prick again the patient with a new needle to finish the injection.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.